Manufacturer narrative:
The reported pump stoppage events was confirmed upon evaluation of the submitted system controller log file, and was correlated with elevations in pump power values; however, a root cause for the reported event could not be conclusively determined. The patient remains ongoing with the pump and no further events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The pump remains in use in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the health professional found in the patient's event history that there were 2 different occasions where pump off alarms occurred while the patient was connected to the power module. The alarms were brief and isolated and woke up the patient, but self-resolved by the time the patient looked at the system controller. It was also reported that the patient's weight has been stable. The patient remained asymptomatic during the event. The manufacturer's technical services representative reviewed the internal x-rays and they did not show any obvious areas of concern regarding the shielding of the driveline. A contoured driveline coming off of the pump end is usually seen; however, the driveline was almost at a right angle. The external images were of poor quality, therefore the state of the shielding could not be determined. No subsequent events have been reported.